Event description:
A malfunction code was reported by the customer, indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue without the malfunction code recurring. The customer was informed to continue using the pump and to contact support again if any issues reappear.